Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that m31 air detected in cassette warnings had occurred six times during the patient¿s treatment. The patient was in drain 1 of 4 when they contacted ts. The patient did not complete their treatment. Fluid was found behind the cassette, above the ¿two black circles behind the door¿. The patient was unable to see where the fluid was leaking from on the cassette. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow-up, it was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement device. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.